Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to high/undefined pacing impedance and short v-v intervals on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.